Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Correction: implant date for device to (B)(6) 2024.

Event description:
Additional information received indicates that on (B)(6) 2025 it was noted that there was erosion and only the implantable cardioverter defibrillator (ICD) was visible. Blood cultures were drawn and were negative for growth after 5 days. On (B)(6) 2025, the physician elected to explant the ICD system and implant a leadless pacemaker. The patient was stable before, during, and after the procedure.

Event description:
It was reported that a patient presented to clinic due to hematoma at the incision site. The physician elected to do a pocket revision and a vertical mattress procedure was done to close the pocket. The patient was stable before, during, and after the procedure.